Manufacturer narrative:
Correction is being made to previously submitted g2 - report source (¿health professional¿ was inadvertently omitted from the initial medwatch report), h6 - health effect - clinical code (the same code was listed twice in error on the initial medwatch report), h6 - health effect - impact code (the same code was listed twice in error on the initial medwatch report), h6 - medical device problem code (¿a13 communication or transmission problem¿ was listed in error on the initial medwatch report), and b5 - describe event or problem (the allegation ¿intermittent static was also observed¿ was inadvertently omitted from the initial medwatch report). This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope image on screen would "black out" when the scope was flexed. The event occurred during an unknown type of procedure. There were no reports of patient harm.